Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 1/3/2019. The investigation on the returned product was completed and is documented in this MDR report. [Conclusion]: the healthcare professional reported that during the stent-assisted embolization procedure of an intracranial aneurysm, the enterprise® vascular reconstruction device 4.5mm x 28mm (enc452812 / 10895548) could not be deployed; there was no resistance during its introduction through the prowler select plus, 150cm x 5cm microcatheter (606s255x / 17765221). The enterprise stent was successfully removed undamaged and replaced with a new enterprise stent (catalog/lot numbers not available). The new stent was obstructed in the prowler select plus microcatheter and could not advance through it. Adequate, continuous flush was maintained through the microcatheter. There was no kink or bend in the microcatheter at any time. It was confirmed that there nothing unusual was noted with the enterprise stent delivery system and the prowler select plus microcatheter prior to use. The devices were stored, inspected and prepped per the instruction for use (IFU). A new microcatheter (catalog/lot numbers not available) replaced the prowler select plus microcatheter and the second enterprise stent was used with the new microcatheter to complete the procedure. There was no report of any surgical delay due to the reported issue. There was no report of patient injury or adverse event associated with the reported issue. The device was returned and the investigational finding is documented below. The non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in a pouch. The microcatheter was inspected and residues of dried blood are observed inside the hub. The body of the microcatheter was inspected and it was noted to be kinked at 10.5 cm from the distal end. The distal tip of the microcatheter was inspected and was noted to be without any damage. The inner diameter (ID) of the microcatheter was measured and was found to be within specifications. The hub ID = .0215¿. Specification: .021¿ minimum. Distal ID = .0215¿. Specification: .021¿ minimum. The microcatheter was flushed using a lab sample syringe. After flushing, a .018¿ guidewire (lab sample) was introduced into the microcatheter from the hub section. The guidewire was advanced through the microcatheter and was met with resistance friction when it passed through the kinked section that was noted on the visual inspection of the device. A review of the manufacturing documentation associated with this lot (17765221) for the prowler select plus, 150cm x 5cm microcatheter presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported issue that the 150cm x 5cm prowler select plus microcatheter was obstructed was not confirmed during the functional analysis testing. The .018¿ lab sample guidewire was able to advance through the microcatheter to the distal end. The reported issue that the microcatheter was obstructed appears to be due to the kinked condition that was noted on the microcatheter. The kinked portion that was noted on the microcatheter was likely caused by applied excessive force, though the exact cause could not be conclusively determined. Based on the device history records review, there is no indication that the events are related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Initial reporter information such as the name, phone and email address are unknown. The device has not been returned. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (17765221) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted embolization procedure of an intracranial aneurysm, the enterprise® vascular reconstruction device 4.5mm x 28mm ((B)(4)/10895548) could not be deployed; there was no resistance during its introduction through the prowler select plus, 150cm x 5cm microcatheter (606s255x / 17765221). The enterprise stent was successfully removed undamaged and replaced with a new enterprise stent (catalog/lot numbers not available). The new stent was obstructed in the prowler select plus microcatheter and could not advance through it. Adequate, continuous flush was maintained through the microcatheter. There was no kink or bend in the microcatheter at any time. It was confirmed that there nothing unusual was noted with the enterprise stent delivery system and the prowler select plus microcatheter prior to use. The devices were stored, inspected and prepped per the instruction for use (IFU). A new microcatheter (catalog/lot numbers not available) replaced the prowler select plus microcatheter and the second enterprise stent was used with the new microcatheter to complete the procedure. There was no report of any surgical delay due to the reported issue. There was no report of patient injury or adverse event associated with the reported issue.